Event description:
It was reported that this electrode exhibited elevated system impedance measurement of 205 ohms, which was out-of-range. It was noted that a chest x-ray was performed to confirm system position. Technical services (ts) provided troubleshooting including possible anatomy factors and programming options. It was noted that no further modifications or testing will be performed at this time. No adverse patient effects were reported. Currently, this electrode remains in service.